Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, confirmed no injury was reported to medtronic. Also reported that the navigation system is double fault protected, so it is unusual that there would have been a shock without damage to the system. When the system was returned and checked, it was confirmed there were no anomalies. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in preoperative preparation for a right cheek cyst excision procedure, the navigation system experienced an electrical shock. A demo navigation system was plugged to the facility power outlet to import the patient¿s data. A little electricity flowed from the power source to the navigation system. The power cable was plugged again and the navigation system worked normally. The surgeon opted to go proceed and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.